Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 40 to 53 mg/dl at the time of the incident. The customer was at 103 mg/dl at the time of the call. The customer used food and juice to treat. The customer was wearing the insulin pump during the incident, and was using auto mode at the time. The customer states their pump is constantly going out of auto mode and has sensor glucose versus blood glucose differences. Troubleshooting was completed but did not resolve the issue. The customer had 3 low events the week prior to the call. The customer also got sensor signal not found alerts. The pump was worn around a MRI machine. The customer also had low incidents on (B)(6) 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific .device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. Device received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. Device received with the auto mode feature functioning properly. The motor was tested outside of device and passed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).